Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, aortic insufficiency was noted. No additional adverse patient effects were reported. Additional information was received that there was no aortic insufficiency noted following the implant of the transcatheter aortic valve.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Initial source information was vague and lacked the details related to the severity of the regurgitation; an initial report was conservatively submitted due to the unknown details of the reported regurgitation. Additional information was received to clarify that regurgitation was not present. Additionally, there was no treatment performed. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Coding updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, aortic insufficiency was noted. No additional adverse patient effects were reported.